Event description:
A customer reported an event of a strong odor emitting from the sterrad 100s. The healthcare workers experienced symptoms of minor respiratory discomfort and headaches. There was no medical treatment for the symptoms. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2012.

Manufacturer narrative:
The asp field service engineer assessed the unit onsite and confirmed the odor/smell. A hose, push-on (B)(4) ID was replaced for a fluid leak.

Manufacturer narrative:
Evaluation codes: result: oil return hose. Asp investigation summary: the investigation included a review of the device history record, service history, trending of the product malfunction code, failure mode and effects analysis, and system hazard and user misuse analysis. The DHR (device history record) was reviewed and indicated no anomalies that could have contributed to the customer's experienced "odor/smells" issue. The unit met specification at the time of its release. The service history for this unit for the past 6 months (05/17/12 ¿ 11/13/12) did not reveal a significant trend. The complaint trending for problem code ¿odor/smells¿ identified a significant trend over the past 12 months (september 2012 ¿ august 2013). This risk is considered as low as reasonably practical. The trending for problem code ¿respiratory reaction¿ (september 2012 ¿ august 2013) revealed the risk is considered broadly acceptable. The fmea (failure mode and effects analysis) revealed the risk priority number associated with leaking oil return tubing is at an acceptable level. The shuma (system hazard and user misuse analysis) defines the risk as low as reasonably practical for exposure to odor or odorants. No parts were returned for further evaluation. Review of the tracking and trending data did not identify a trend. As a result, root cause or assignable cause analysis could not be performed. No further action is required; however, this issue will continue to be monitored.